Manufacturer narrative:
The directlink extension cable was returned for evaluation: failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected: no defect was noted. Root cause - no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation.

Event description:
3 of 4 reports. Other mfg report numbers: 3013886523-2024-00230, 3013886523-2024-00231, 3013886523-2024-00344. Case 2: a facility reported a directlink icp extension cable registering inconsistent values. The cable was used with module (ID (B)(6)), pressure output cable - philips (ID (B)(6)) and cerelink sensor (ID (B)(6)). The sensor was explanted.